Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 50 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 51 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Event description:
This report summarizes 50 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
Two device were evaluated in the field but the issues were not confirmed; no defect or malfunction was found. Section h codes have been updated.

Event description:
This report summarizes 50 malfunction events, where it was reported the devices experienced fluid leaks onto floor. There was no patient involvement.

Manufacturer narrative:
The device that originally was reported as evaluated in the field was found to not have had a defect found. Section h codes have been updated to reflect this. Because of this, the number of reported events has been changed from 51 to 50.